Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2022 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the battery power was failed and frequently crashing. A field service engineer (fse) requested the ticket to replace battery and signal cable from communication sled to power supply. Fse replaced the internal battery, but nurse reported that same sluggish. Further, follow up has been completed with fse to get the resolution but there was no response received, if any new info received will reopen the complaint. There was no information received about repairs.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a battery power failure and med application frequently crashed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a battery power failure and med application frequently crashed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.